Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter(aus) system due to unspecified reasons. The patient also had a double cuff placed. A patient outcome was not reported.